Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with more than 300 units of insulin during the load sequence. Tandem technical support advised customer to not overfill the cartridge and that the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. A new cartridge was loaded to resolve the issue. There was no adverse impact to the customer's blood glucose level.